Event description:
It was reported that cartridges intermittently did not fit onto the pump. Reportedly, there were multiple o-rings from a previous cartridges on the pneumatic tap. The customer removed the o-rings and successfully loaded the cartridge to address the event. There was no adverse impact to the customer¿s blood glucose level.